Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) (B)(4) alleging the lancet on his one touch lancing device does not penetrate the skin as deeply as it had done in the past. The complaint was classified based on the customer service representative (csr) documentation. The patient alleged the issue began ¿a few days¿ prior to contacting lfs. It is not known how the patient manages his diabetes. The patient alleged, as a result of the lancing device issue, he had been wasting test strips. The patient further alleged that as a result of not testing as frequently, at date/time unknown, he experienced ¿thirst¿ and was ¿more sleepy than usual.¿ no treatment or medical intervention was specified. At the time of troubleshooting, the csr noted that the lancing device was not being used for the first time and there was no indication of misuse. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue